Event description:
During baxter's functionality testing of a spectrum pump, it displayed the air in line message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported false air in line alarm, which was not reproduced. The false air in line alarm was confirmed through review of the event history log and found to be caused by a failed upstream sensor. The failed upstream sensor was replaced.